Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during lap right hemicolectomy wherein a device and a reload were used for end-to-end anastomosis. After the third firing was completed for side-to-side anastomosis, the surgeon opened the jaws; however he noticed that the knife stopped halfway. The surgeon was able to squeeze the handle during firing. The surgical time was extended by more than 30 minutes. There was tissue damage.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of internal components revealed sheared teeth on the firing rack at site of initial firing post clamp up. The cover tube of the device was observed partially disengaged. The device was loaded with a representative loading unit; however when attempting to fire, the cover tube separates from the instrument handle. The sulu ( single used loading unit) articulated without activating the articulation mechanism. It was observed that the tube housing was severely broken at the most proximal end. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances, 1. Firing over tissue that is beyond the recommended thickness range, 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution, 1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Replication of the damaged cover tube condition can occur if the cover tube is forcefully rotated while the instrument shaft is restricted or if an attempt is made to forcefully rotate a loading unit into the instrument prior to fully inserting the loading unit into the shaft. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during lap right hemicolectomy wherein a device and reload was used for end-to-end ana stomosis. After the third firing was completed for side-to-side anastomosis, the surgeon opened the jaws, however he noticed that the knife stopped halfway. The surgeon was able to squeeze the handle during firing. Replaced by new device, and re-anastomosis was performed to complete the procedure. The surgical time was extended by more than 30 minutes. Additional tissue resection was required due to the issue. There was tissue damage.